Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged neuro tip. It was noted in the service order that the device had a connection failure of the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Corrected data: the date device returned to manufacturer was documented as june 7, 2018 in the initial report. This has been corrected to may 30, 2018. (B)(4).